Manufacturer narrative:
The suspect device will not be returning for investigation. The complaint could not be confirmed. The root cause could not be determined. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified. Should the device be returned later, the investigation will be re-opened.

Event description:
The account alleges they experienced difficulty advancing the catheter over the wire in the pericardial space due to the catheter in the kit being 'too flimsy'. The patient was experiencing pericardial tamponade so the clinican used an inqwire amplatz stiff guide wire to successfully advance the catheter in tot he pericardial space. The procedure was successful and there is no additional patient consequence was to report.

Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow up will be submitted when the evaluation is complete.